Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 25, 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the posterior aspect, measuring approximately 1.3 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced right sided deflation and left sided capsular contracture post procedure. The right side was stated to have flattened without any trauma noted. The left side was stated to be encapsulated. As a result, the patient underwent replacement with mentor gel implants on (B)(6) 2020. See 1645337-2020-06544 for contralateral prosthesis report.